Manufacturer narrative:
As reported the sobafix enhanced device fastener broke during the procedure and could not be deployed. The evaluation of the returned sample was inconclusive. Functional and simulated use testing could not be conducted due to the device being received in a condition where all 15 fasteners had already been deployed. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair (tapp), the sorbafix enhanced device was used to fixate a 3dmax mesh. It was reported that during deployment, a fastener broke and was expelled from the device, after which no further fasteners could be deployed. A secondary device was used to complete the procedure. The operating surgeon was experienced in handling the device. There was no reported patient injury.